Event description:
Customer called to report high blood glucose. Customer stated that she had a hospitalization due to high blood glucose. Customer's current reading is 111 mg/dl. Customer to treat with manual injection. Customer's blood glucose reading at the time of the event was 450 mg/dl. Customer was dehydrated and vomiting. Customer treated with insulin drip. During troubleshooting, time and date is correct. Programming is correct. Manual prime is correct, insulin exited the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.